Manufacturer narrative:
The device was returned to the manufacturer for repair. The service records indicate that the device is (B)(4) and has never been in for repair. The inspection found the device to be out of calibration. The cutter and roller were damaged. The side plates were gouged, and the side plate screws were bent. The cause of the reported complaint was an out of calibration device with worn and damaged components. These are due to a lack of preventative maintenance. The instruction manual states: "the meshgraft ii tissue expansion system should be returned every 12 months for inspection and preventative maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy." The device was serviced and returned to the customer.

Event description:
It was reported that the meshgraft ii "does not cut plate, it is cut in the course of displacement shallow." Additional clinical follow up with the hospital clarified and indicated that the graft was reported to be unusable and an additional, unplanned donor site harvest was required which was completed by using an alternate available device.